Event description:
Boston scientific received information that this right ventricular (rv) lead did not deliver pacing when required and also exhibited sensing issues. It was determined the lead had dislodged and appeared to be in the right atrium. Surgical intervention was performed, and attempts to reposition the lead were unsuccessful due to patient anatomy which caused the rv lead to be compromised. The physician elected to explant this lead and implant a new rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided